Event description:
Needles bend very easily, and often bend while patient is injecting his insulin. Patient is concerned he is not receiving the full dose of insulin. Symptoms: needle bend while injecting. Treatment drugs used: 1- insulin route:sq. Dates of use: (B)(6) 2017 thru n/a diagnosis for use: diabetes mellitus.